Event description:
Pt in medical step down unit had a cardiac event, which occurred for an unk period before discovered and c.p.r. Initiated. Spontaneous heart rhythm returned, but pt has anoxic brain injury. The next day, the central cardiac monitor's volume was found turned down to the point of being inaudible.